Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system on-site. Testing was performed on the navigation system and the issue could not be replicated. No parts returned or replaced.

Event description:
A medtronic representative reported that the navigation system intermittently powers down without being prompted. The system is stored plugged into a working outlet and was plugged in when it shut down. The system was tested with other outlets, and after 90 minutes there was no issue. The system was left on for 4 hours without issues. The issue could not be recreated. There was no delay to procedure or impact to the patient as this occurred outside of a procedure.